Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) to 1000 u/l. The patient is on 325 mg aspirin and is hemodynamically stable. At the time of the event, the patient¿s ldh was 1105 u/l. The patient¿s inr was 1.4. No other hemolysis markers were performed at that time. A standard echocardiogram on (B)(6) 2018 showed that the aortic valve does not open. There was trace mitral regurgitation, however no thrombus was identified. The left ventricular cavity size and wall thickness was normal. There was no apparent obstruction to pulmonary venous return. On (B)(6) 2018, the patient was started on dipyridamole (persantine) 75 mg to be taken 3 times a day. The most recent ldh is 847 u/l. The patient is reported to be stable as an outpatient, tolerating the medication and feeling well. The reported event was presumed to be a clot within the pump. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. An analysis of the submitted system controller log file captured no atypical alarms and appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.